Event description:
Customer was hospitalized for low blood glucose. Customer stated that meter was giving incorrect readings and caused him to over bolus to correct high blood glucose. Event lead to low blood glucose.